Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet and enlarged left atrium. A mitraclip ntw was inserted without issues. However, while applying the m knob, the clip moved in a lateral direction. Troubleshooting was performed but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.